Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned for evaluation by manufacturer. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the screwdriver holding sleeve from a synthes spine matix set was noted to be broken during set re-stocking in sterile processing. The tip of the device fell off during routine testing. There was no patient or surgical involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the matrix standard holding sleeves (03.632.001 lot 6558993) was returned. The device has a broken distal thread. A definitive root cause was unable to be determined however over-threading the sleeve into the screw head or difficulty during placement of the screw could have caused the damage on the threads. The complaint is confirmed. Per the technique guides, the holding sleeves are used in the matrix spine system for screw insertion with an appropriate driver. Drawings for the sleeve were reviewed during the evaluation. A change was made to address the failure mode of the thread tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter and the material of the outer sleeve changed from radel plastic to anodized titanium. The returned part was manufactured in 2011, before the change was implemented. Details regarding use of the device when the breakage occurred were not provided and so a definitive root cause could not be determined. Bending loads at the tip during screw placement or over-threading the instrument could have contributed to the complaint condition. Device history record review showed that there were no issues with the manufacturing of the product that would contribute to the complaint condition. No design issues or discrepancies were noted during the evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.